Manufacturer narrative:
The insulin pump was received a compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer's blood glucose was 480 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.